Event description:
The reporter stated that he did meter to lab comparison tests. He took his meter to doctor's office, a venous draw was done, a drop of blood was put on meter and reading was 115 mg/dl. The lab test result was 85 mg/dl. He did not have any symptoms. On followup, reporter's wife stated she does testing for husband, and was not certain she checked confirmation dot for enough blood or compared to vial color chart. Strips and control open for excessive time, no testing done. Reviewed coding, cleaning, sample application, strip storage and use of control solution.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8